Event description:
I have a bard g2 ivc filter that has perforated the vena cava vessel and has "many fractured strutsone" being near aorta and the other near the l3 vessel. It needs to be removed by dr (B)(6) at (B)(6). It was implanted in (B)(6) 2008. An attempt to remove it was made 4 months later and it had already embedded. I was assured it would be no problem. I recently became aware via the internet that there is a warning on this filter. I took it upon myself to follow up at a doctor. This is when we realized the problem and I was advised it is more of a risk to keep it in than to remove it. The procedure will take place on (B)(6) 2014 at (B)(6).